Event description:
Patient in surgery for aorto-bifemoral bypass graft. Surgeon beginning to close abdominal cavity when patient went into cardiac arrest. A solcotrans plus unit was in use to collect pooled blood from the patient for re-infusion. A first unit of blood had been infused, from the solcotrans plus through a baxter pharmaseal blood/fluid warmer to the patient. A second unit of 450 ml was infusing with about 300 ml. Infused. Anesthetist noticed remaining 150 ml not running by gravity, anesthetist removed solcotrans plus unit from IV pole, shook gently to see if blood would continue to flow by gravity. Blow did not flow. Circulating nurse gave anesthestist a halkey roberts pressure bulb to attach to solcotrans plus unit. Anesthetist began pumping,blood began to flow from solcotrans plus unit. Anesthetist then noticed patient in cardiac arrest/emd (electro-mechanical dissociation). There was no blood pressure. At same time, circulating nurse noticed that bag in the blood/fluid warmer contained both blood and air. Circulating nurse also observed that IV line from blood/fluid warmer to patient also contained blood and air. Anesthetist initiated CPR. Circulating nurse obtained crash cart and CPR continued.on examination of blood fluid/warmer, spots of what appeared to be dried blood, smaller than the size of a dime, were observed on the barrel of the warmer and on both sides of the exit port of the warmer. The solcotrans plus, the baxter/fluid warmer, the halkey roberts bulb and the IV tubing were examined by a biomedical consulting service as well as by representatives of solco basle and baxter healthcare. Further testing is pendingdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.